Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned for analysis inside of a sealed bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the pipeline flex was confirmed to have "failure to open at the distal end" issue as the distal end of the braid was not opened due to damaged braid. In addition, the proximal end of the braid was found fully opened and frayed. The root cause could not be determined. The damage to the braid on the ends is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes include severe vessel tortuosity and damaged braid. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ there was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-oct-07 mpxr 991711 (rep, hcp, for): medtronic received information that a ped pipeline device failed to open in the distal section. After the catheter was in place, the ped-450-35 stent was deployed. When it was deployed, it was found that the tip end of the stent could not be opened. Later, replaced with ped-450-30 stent, and it was deployed normally. It belonged to the normal operationand the patient had no abnormality. The distal section of the pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline had been resheathed less than or equal to 2 times. No additional steps were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, amorphous aneurysm in the cavernous sinus segment.the max diameter was 29mm and the neck diameter was 14mm. The distal landing zone was 3.92mm. The proximal landing zone was 5.3mm. Vessel tortuosity was severe. The angiography was in good condition post procedure. No patient symptom or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline device failed to open in the distal section. After the catheter was in place, the ped-450-35 stent was deployed. When it was deployed, it was found that the tip end of the stent could not be opened. Later, replaced with ped-450-30 stent, and it was deployed normally. It belonged to the normal operation and the patient had no abnormality. The distal section of the pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline had been resheathed less than or equal to 2 times. No additional steps were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, amorphous aneurysm in the cavernous sinus segment. The max diameter was 29mm and the neck diameter was 14mm. The distal landing zone was 3.92mm. The proximal landing zone was 5.3mm. Vessel tortuosity was severe. The angiography was in good condition post procedure. No patient symptom or complications were reported.